Event description:
In this case, it was reported that the patient had re-operation for a valve-in-valve procedure after an implant duration of 8 years and 9 months. Unfortunately, the reason for re-op was not provided. Despite repeated attempts to receive further information regarding the device and event, no additional information was received. There have not been any allegations of a malfunction or deficiency related to the edwards device.

Manufacturer narrative:
Device not explanted; evaluation not possible. Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the edwards device. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.